Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation to treat an arrhythmia in the middle right atrium (posterior-lateral right atrium lesion) in a patient with a history of heart failure treated with an implantable cardioverter defibrillator (ICD), ICD inhibition occurred during a pulsed field ablation delivery. The pulsed field ablation energy delivery stopped directly after starting with a 0.5-second delivery. Type 3/complete heart block and asystole were reported, with loss of heart rhythm that required reestablishment; after reestablishment of heart rhythm, the procedure continued. A sympathomimetic agent bolus was administered during the procedure. The ablation target¿s location and proximity to the conduction system was not confirmed with imaging prior to starting ablation. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed, and that the patient exited the cathlab with a temporary device to manage rhythm, and the next day the patient's ICD was replaced.